Event description:
During an early morning visit to the (B) (4), dr (B) (6) reviewed arthroscopic photos of a pt, who complained of anterior knee pain. The arthroscopic examination revealed anterior loosening of the component indicating that the anterior third of the tibial inlay polyethylene component did not bond with the cement. Dr. Roche since revised the pt by removing the tibial poly component and revising to either a new inlay component or a (B) (4) preservation onlay tray.

Manufacturer narrative:
Complaint was associated with an implant system that is manufactured by medical device company, stelkast, and distributed by (B) (4) for use with the tgs. There is no indication that the tgs contributed to the root cause of the failure of the implant. A complaint has been filed with the MFR and the explanted device has been returned for investigation. Mako surgical is filing this MDR to ensure visibility to a revision that occurred as a result of a procedure that utilized a tgs. No evaluation was executed on the tgs involved, indications are the system performed safely and effectively.